Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that during the trial procedure, the patient legs went numb and had lost sensation. The physician suspected it was a lumbar puncture. The trial procedure was aborted. It was noted that the lead was never implanted and the symptoms began after the needle entered the epidural space. No device malfunction was suspected. The patient was sent to emergency room and the patient was reportedly doing well.

Event description:
A report was received that during the trial procedure, the patient legs went numb and had lost sensation. The physician suspected it was a lumbar puncture. The trial procedure was aborted. It was noted that the lead was never implanted and the symptoms began after the needle entered the epidural space. No device malfunction was suspected. The patient was sent to emergency room and the patient was reportedly doing well.